Manufacturer narrative:
Complaint no. : (B)(4). When the device is received it will be evaluated. A follow-up report will be filed upon completion of the evaluation, or if any details become available. This report represents all information known by the reporter at this time.

Event description:
The facility reported a pump with a broken door. This problem was identified prior to use. There was no patient injury or medical intervention necessary. No additional information is available.